Event description:
A us distributor returned an electrode belt indicating that it had non-functional ecgs.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) is underway. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the belt failed incoming functionality testing, specifically the ECG fall off testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse events resulted from the defective belt.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. The cause for the ECG failure was isolated to processor u703 on the distribution node (dn) pca. Pads 1-4 for u703 were lifted from the pca. The root cause for the damaged u703 component could not be positively identified. No adverse events resulted from the defective belt.

Event description:
A us distributor returned an electrode belt indicating that it had non-functional ecgs.